Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. Due to these high readings, the user went to her doctor where her bg level was measured with the doctor's meter, which the user reported was in normal range for her. The user's dario meter read 73 mg/dl - 80 mg/dl higher than the doctor's meter. The user also reported that due to these high readings, she stopped measuring her bg level with the dario meter.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for over 30 days and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". After the above, the user called again and stated that it was her fault for using old strips. The user also reported that after she opened and tested with a new cartridge of strips, her bg readings were in range for her. Therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.